Event description:
It was reported that the patient experienced recurring incontinence and urethral atrophy with his artificial urinary sphincter (aus). A replacement surgery was performed and a hole was observed in the cuff, resulting in fluid leak. The physician does not feel that the cuff was placed in the correct location. All components were removed and replaced. No information was provided about the outcome of the patient.